Event description:
It was reported that during a laparoscopic cholecystectomy procedure, scissoring occurred when the device was fired on the cystic duct and the cystic artery. The tissues were damaged, but the doctor dealt with the problem rapidly and another device was used to complete the case without any problems. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Malformed clip. The analysis results found that the instrument was received with one scissor clip. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device ejected the remaining clips and then, it locked out as intended. However, it could not be determined what may have caused the found ejected clips. It is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
International affiliate reports that two to three days after installation, the 3d crown external brace had loosened. As per procedure, the device was retightened. Reports that after approx 2 weeks, the device was still not functioning properly.